Manufacturer narrative:
Bayer quality assurance product analysis received and examined the subject heat maintainer cable assembly that had been removed from the injector head. Visual examination of the returned heat maintainer cable assembly found extensive thermal degradation of the heat maintainer connection system component. Close examination of the injector head connector found evidence of contrast media residue within the circuit path. The cause of the reported problem was an accidental spill of conductive contrast media entering the connection system and creating a current path between the conductors. Photographs of the injector head provided by bayer service were also examined. Visual examination of the photographs confirmed extensive contrast residue with resulting corrosion in several areas of the injector head back panel and connector.

Manufacturer narrative:
Based on the limited information, we are unable to determine the root cause of the alleged incident; however, the equipment is scheduled to return to (B)(4) for a full evaluation. Once the evaluation is completed, a follow-up report will be submitted.

Event description:
The customer had reported that there was no power to their stellant injection system after which a bayer service representative visited the site to perform an injector check. During the injector check out, the customer and bayer service began to smell something burning. After inspection of the system, they noticed that the side b syringe heat maintainer had been burning and fell to the floor. Bayer service replaced the injector head and side b syringe heat maintainer and the system was returned to normal working order. There was no injury or adverse event reported.